Event description:
It was reported that during the superion implant procedure the implant device broke at the spindle cap during the sagittal wiggle portion of the procedure. It was stated that the device was properly connected to the inserted. The procedure was completed using a new device.